Event description:
Following deployment of an aortic extender at the distal end of the trunk- ipsilateral device and the common iliac artery, a balloon was advanced to inflate the aortic extender. The balloon was approximately 1cm inside the iliac artery during the inflation. Following the deflation of the balloon, a sudden drop in blood pressure was noted. A vessel disruption was detected. The physician performed a modified retro- peritoneal incision and over-sewed the external & internal iliac arteries and sewed a surgical graft (hemashield) to the aortic extender, with the distal end of the aortic extender inside the surgical graft. The physician then implanted an ileo-femoral jump graft and a fem-fem crossover. The patient was fine at the end of the procedure.